Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: large zones of periprosthetic lucency surrounding the femoral component, with additionally seen disruption and fracture of the hardware and displaced screws. Findings are consistent with the provided history of infection. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Kne-oss-femorals-unk , kne-oss-tibial trays-unk, kne-oss-bearings-unk, kne-unknown-compress anchor plug-unk, kne-unknown-transverse pins-unk, kne-unknown-compress spindle-unk . Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02548, 0001825034-2019-02549, 0001825034-2019-02550, 0001825034-2019-02889, 0001825034-2019-02890, 0001825034-2019-02891. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right knee arthroplasty and subsequently is being treated for an infection. The patient also has a fractured implant. No medical intervention has been reported to date. Attempts have been made, and no further information has been provided.